Event description:
It was reported that an overinfusion of acyclovir had occurred on a homecare pt. Device infused all of the medication in 30 minutes instead of the expected 60 minutes. A second device was tested by the nurse and the timed results were the same. However, this device was not used on a pt. There was no resultant pt complication.